Event description:
It was reported that customer experienced cgm error 42 while using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received guidance for complete pump reset, and successfully performed reset, after which cgm error did not occur again.